Event description:
The user reported that hearing with the device in his right ear started to diminish and after about a week and a half it seemed to go away completely. The user reports that with the audio processor he hears very faintly but it is overpowered by buzzing sound quality. The device has been explanted. This report refers to 9710014-2019-00606. For further information please refer to this report.